Manufacturer narrative:
Unit has not yet been evaluated by manufacturer; follow-up will be issued as necessary based upon investigation results.

Event description:
It was reported that after heating, the thermostat does not work properly. No patient involvement or adverse consequences are reported.